Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing due to suspected insulation damage were noted on the right atrial lead and right ventricular lead. No intervention was performed, however, lead revision is anticipated. The patient was stable. Related manufacturer report number: 2017865-2021-18002.